Event description:
It was reported that revision surgery was performed due to loosening of the patella. The femoral component was revised to due third body wear.

Manufacturer narrative:
Macroscopic photo analysis and scanning electron microscopy with energy dispersive x-ray analysis were performed on the retrieved implants. The deformation and sheared pegs seen in the fixation area of the patella indicates loss of fixation. The presence of third body debris, likely bone and /or bone cement generated from patella loosening, caused the indentations and abrasive wear patterns observed on the retrieved insert. The deep gouges on the oxinium femoral component lateral condyle were caused by articulation with the piece of the patella cocr marker wire embedded in the lateral tibial articular surface.